Event description:
A cortrak assisted nasogastric tube insertion led to a long placement. No other information is available at this time despite numerous attempts to receive additional information.

Manufacturer narrative:
After repeated attempts at gathering information, obtaining a tracing of the placement, and return of the cortrak system for evaluation, there has been no response from the facility. Because of this, a definitive conclusion cannot be made. Corpak medsystems will continue to work with the facility to receive additional information as well as the return of cortrak system for evaluation.